Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and suggested to replace the air psol. Customer reported to have replaced the air psol as recommended and unit passed all testing.